Event description:
This lead became micro-dislodged but the physician was able to maintain therapy by setting the device to maximum outputs. When the device was near eri, the physician chose to cap this lead and replace it in order to prolong the life of the new device. Should additional information become available, this file will be updated.